Event description:
During a laparoscopic tubal litigation. The visibility was not clear. The surgeon used another instrument to complete the procedure. No pt injury was reported. No pt injury was reported. No pt injury was reported.